Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient called in today and said they were having problems with their device so they were transferred to the call center. Patient said they were currently in the hospital for a knee replacement (not related to device/therapy). The consumer said they had to put a catheter in while the patient was in the hospital because they were not urinating. The knee replacement is complete, but now they cannot urinate and their bladder is full. The patient went on to say there shouldn't be any reason why they couldn't urinate. The event was considered a sudden change in therapy/symptoms; a loss of therapy was reported. During the call, the call center talked to a nurse and directed them to have a manufacture representative (rep) paged. The call center then walked the nurse and patient through the remove; the system was on and they were able to increase. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Update. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.